Event description:
It was reported that the device was explanted due to infection. The exact date was uknown; it was believed to be two weeks after implant. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Catheter model # 8709sc, serial # (B)(4), implanted: (B)(6) 2011, explanted: unknown.

Event description:
It was later reported that the pump contained hydromorphone and bupivacaine. The date of onset/diagnosis of the infection was (B)(6) 2011. The patient did not have meningitis. The last pump refill was at implant. The patient's symptoms were fever, redness and swelling. The primary location of the infection was the device pocket. Culture and sensitivities were negative; no growth. The patient was administered intravenous and oral antibiotics as well as the total device system explant. The infection resolved.